Manufacturer narrative:
A new base was sent to site per (B)(4). Site representative said the system is working as intended with the new base. No impact on patient outcome.

Event description:
Site reported the quick release base pin was unstable during a knee surgery. Surgeon opted to complete the surgery without the use of the navigation system. No impact to patient outcome reported.